Manufacturer narrative:
(B)(4). MFR site (2020 reports) : (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The instrument broke when fixing the screw used to lock the sliding pin in the intramedullary nail. The surgery was successfully completed, there was no delay. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4) reported event was unable to be confirmed as visual examination showed the device fractured at the flex shaft feature. Wear and tear is seen on the hex feature indicating repeated use during a potential field age of approximately 7 years 3 months.. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.